Manufacturer narrative:
The renew fenestrated grasper tip (#3221) was returned and investigated at microline surgical, inc. The fenestrated grasper tip was misaligned upon inspection. The tip was attached to a functional renew handpiece for functionality testing. The tip was not functional. There was no harm to the patient. Late MDR narrative: microline surgical, inc., is submitting this late MDR 1223422-2017-00003 (past 30-days) due to the staff responsible for the investigation leaving, and lack of staff to complete the task, including lack of full information available on the complaint to submit the MDR. Microline surgical, inc., will continue to ensure its due diligence in post-market complaints handling, and ensuring that all requirements for the medical device emdr reporting have been met.

Event description:
During a colon resection surgical procedure, the renew fenestrated grasper tip (#3221) bended and became misaligned. The surgical procedure and anesthesia time was extended by 20 minutes. There was no harm to the patient.